Event description:
The customer reported via phone call that the insulin pump had a menu that advanced by itself and alarmed button error shortly thereafter. The customer's blood glucose was 94 mg/dl. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was observed during testing. The unit had an unresponsive down button due to corroded keypad traces. No unexpected numbers ramping or scrolling screens were noted during testing. The unit also had a cracked liquid crystal display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.